Event description:
The customer stated in an email that he has been having a problem with insulin leaking from the infusion sets and reservoirs. The customer stated that he would like to return the entire system. A follow-up phone call was made to the customer, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.